Event description:
Smiths medical international has reported that they were notified of an event of the tracheostomy tube cuff leaking after being in place 2-3 days. The tracheostomy tube was replaced. No adverse outcome to patient.